Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis with a non-bsc 7f guideliner. The stent had dislodged and was returned for analysis with the device. A visual examination of the stent found the stent dislodged and damaged with struts bunched, overlapping and lifted from the stent profile. The balloon cones & main body were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the entire length of the balloon wall, indicating that a full crimp was achieved between the stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4)

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the circumflex artery. A 3.50 x 16 synergy ii drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent was caught by the 7fr non-bsc guide extension catheter and dislodged from the stent delivery system. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the circumflex artery. A 3.50 x 16 synergy ii drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent was caught by the 7fr non-bsc guide extension catheter and dislodged from the stent delivery system. No patient complications were reported.